Manufacturer narrative:
The broken portion of the syringe was returned and examined under magnification. Damage indicative of bending and re-straightening was believed to be the main cause of this needle breaking-off.

Event description:
A needle broke-off in rptr's aunitstatsurggcjscheduled to have the needle surgically removed the following week.